Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead removal procedure has been planned.

Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out-of-range high impedance, which triggered a lead impedance warning, and a polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.